Manufacturer narrative:
A steris clinical education specialist went onsite and observed the room in which processing takes place contains two gus stations, but the stations were not plugged in to circulate air. The room in which processing take places is a small room with a sink and two gus stations. The steris clinical plugged in the gus stations to increase ventilation. The employees that normally perform the processing for the probes no longer work there and the new employees assigned to the task have never performed processing with exposure to the use of any chemicals. The msds states: personal protection- engineering controls/ventilation- adequate ventilation recommended to maintain air concentrations. The technical tip sheet states: special engineering controls-if general room ventilation is not sufficient to prevent the formation of high concentrations of hazardous vapors in areas such as repurposed rooms, then additional engineering controls should be implemented to correct the situation. These controls may include chemical safety hoods which will contain vapors and prevent them from mixing with the room air.

Event description:
Three employees complained of irritated throats and dry, scratchy eyes when using resert hld chemistry. One of the employees was sent to employee health; no treatment was administered.